Event description:
Boston scientific received information that during a device changeout procedure there were high pacing impedance measurements greater than 2,000 ohms with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The terminal pin was removed and cleaned off with saline. The lead was reinserted and appeared to be further inserted into the connector block. The impedance measurements returned to normal limits. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.